Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer sensor got stuck in the serter. The patient's blood glucose was at 93 mg/dl. The customer stated that the needle hub assembly did not release from the serter. The customer was assisted with trouble shooting and was informed that the sensor and serter needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.